Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the main circuit board revealed a fuse loose from the fuse holder. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint of device failed to charge its internal battery could not be reproduced during evaluation. During evaluation, the main circuit board was determined to be defective and the power supply unit was not detected. The main circuit board was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.